Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309628 batch # 3104025. It was reported that the bd luer-lok had visible silicone. The following information was provided by the initial reporter: it was reported by customer that the silicone oil bubbles trapped behind the vitreous. Per the forwarded email: "good afternoon, I need to report an adverse event. With called me to report an ae. Patient that has silicone oil bubbles trapped behind the vitreous. The lot number for 8463800012. Please reach out if you have questions. Regards, no pc acknowledgement letter was able to be sent as no reporter contact information was available. No further information was available at the time of this report. On 24oct2024, information received notification of the event, via an email, from. The initial reporter is the hcp. Please refer to the enclosed source document for more information. Per the source document: "hello, this email is regarding a previous adverse event reported, case # (B)(4). Please include the following information in this case. Physician noticed silicone oil bubbles in os after second aflibercept 8 mg injection. Event has obscured vision and induced a posterior vitreous detachment. Patient is a female in her and was a previous longstanding aflibercept 2 mg patient. Physician states patient will likely need a vitrectomy as a result. Kind regards, " no additional information was available at the time of this report. Ldp lot number: 8463800012 syringe 1ml bd catalog: 309628/ 3104025. Additional information provided: 1. Can you please provide an exact date of event in format mm-dd-yyyy? 03oct2024. 2. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? There is no sample available at this time. 3. You have mentioned as "patient that has silicone oil bubbles trapped behind the vitreous." Could you please confirm if there are any defects in the reported product? Although there were no hints to root cause, since silicone was observed in patient eye and silicone is known to be used in bd manufacturing process, bd was contacted to perform an external investigation for component: syringe 1ml catalog 309628, bd lot number 3104025.

Manufacturer narrative:
(B)(4). Silicone visible. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.